Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient stated that they hadn't used their stimulator because when it was adjusted it was shocking them, and the patient would rather it pulsated. The patient stated that it was not working for them. It was clarified that the sensation the patient was feeling was ongoing since the programming session. It was reviewed that turning down stimulation may reduce the uncomfortable stimulation sensation they were experiencing,. The patient experiences a poor communication screen with and without the antenna while on the call. The patient replaced the batteries in the programmer and the issue was resolved. The patient was going to follow-up with their healthcare provider (hcp) for further troubleshooting. The patient also stated that they were reading the patient programmer manual and were baffled by it and it didn't make sense. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that lead to the shocking and uncomfortable stimulation were that the program had not been defined. The patient called their doctor and met with a manufacturer representative that worked on trying to get the problem resolved. The patient noted that the shocking and uncomfortable stimulation were resolved and also provided their weight at the time of the event.